Manufacturer narrative:
Patient information not available for reporting. The 510k: this report is for an unknown pfna blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient underwent a procedure to implant the proximal femoral nail antirotation (pfna) nail and blade on unknown date. During the procedure, the pfna blade could not be aligned accurately enough. It is not certain what caused the inaccuracy. Surgeon opted to use a retrograde/antegrade femoral nail (rafn) system instead. It is not known if surgery was delayed. Patient outcome is not known. Concomitant device reported: pfna nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 04.027.038s, lot# l729306. Manufacturing location: (B)(4), release to warehouse date: jan 19, 2018, expiry date: jan 01, 2028. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Concomitant device is now impacted product on this complaint. Event description updated. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the united kingdom as follows: it was reported patient underwent a procedure to implant the proximal femoral nail antirotation (pfna) nail and blade on unknown date. During the procedure, the pfna blade could not be aligned accurately enough. It is not certain what caused the inaccuracy. Surgeon opted to use a retrograde/antegrade femoral nail (rafn) system instead. It is not known if surgery was delayed. Patient outcome is not known.